Event description:
Event description guidant received information that impedance measurements for the implanted bipolar lead had impedance measurements over 3000 ohms and an increase in pacing thresholds. The cause of the issue was suspected to be a conductor coil fracture or loose set screw on the implantable cardioverter defibrillator (ICD). The pace\sense portion of the lead was capped and new pace\sense lead was successfully implanted. The root cause of the issue was not determined.